Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis coincident with unknown dianeal solution for peritoneal dialysis. On (B)(6) 2012, the patient experienced peritonitis. The patient was hospitalized on (B)(6) 2012 and discharged (B)(6) 2012. The patient stated the cause of peritonitis was airborn. The patient was recovering. On (B)(6) 2012, the nurse provided additional information. The nurse confirmed fungal peritonitis, event start date, and hospitalization dates identification of fungal organism was unknown. The event was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f28047 and h11i28041. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.